Event description:
It was reported that, after a rotator cuff repair, it was noticed that a healicoil anchor came loose from the bone on the lateral side. The patient had to undergo a revision surgery. Patient outcome is unknown.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: h3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that in the absence of the requested supporting clinical documentation a thorough medical investigation could not be rendered; nor could a definitive clinical root cause of the reported adverse event be determined. The attached photograph confirms the report; consequently, it does not aid in determining the root cause. The report states this adverse event was resolved with revision surgery. However, the patient¿s outcome was not reported. The impact to the patient beyond the revision cannot be determined since the patient¿s outcome is unknown. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H11: h2: additional information on: b4, b5, e1, h6 (health effect - impact code). Corrected information on: h6 (health effect - clinical code).

Event description:
It was reported that, months after a rotator cuff repair performed on (B)(6) 2025, it was noticed that a healicoil anchor, came loose from the bone on the lateral side. A revision surgery was performed on (B)(6) 2025 to resolve this, during which the loose anchor was removed and replaced with an anchor from another company. The patient has come through the revision surgery well and is healthy.